Event description:
A malfunction alarm occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer used an alternate method for insulin delivery and received a replacement pump from technical support. The customer reverted to an alternate method of insulin therapy.